Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 286mg/dl at the time of the incident and high blood glucose was treated with insulin pump. Customer states that air bubbles are longer and found at reservoir and infusion set connection. Customer declined troubleshooting for high blood glucose reading. The customer was unable to remove the air bubbles and was instructed to change the set. Customer states that more air bubblers are coming from reservoir and they generating more as she pushed plunger. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open/used reservoirs. Performed pre-fill reservoirs test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.